Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was reproduced and confirmed through evaluation. This condition was determined to have been caused by severed motor mount screws. The motor assembly was replaced.

Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no patient injury.